Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. New jersey, USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified amount of unspecified bd¿ pen needles were clogged during the insulin injection. The following information was provided by the initial reporter: "just finished a box of these and at least 4 of them a week are clogged. My insulin would not go through the needle."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that an unspecified amount of unspecified bd¿ pen needles were clogged during the insulin injection. The following information was provided by the initial reporter: "just finished a box of these and at least 4 of them a week are clogged. My insulin would not go through the needle."